Event description:
It was reported that a patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 350cc gel breast prosthesis (left device) and a mentor memorygel breast implant 375cc gel breast prosthesis (right device) when the right breast prosthesis ruptured post implantation. The rupture was diagnosed via mammogram. Additionally, mammogram results indicated a left breast nodule that is most likely a cyst or small lymph node. Lastly, the patient developed baker grade ii capsular contracture in her right breast post implantation. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 350cc gel breast prosthesis and a mentor memorygel breast implant 375cc gel breast prosthesis on (B)(6) 2024. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis rupture, right breast capsular contracture, left breast nodule. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-feb-2024, the mentor failure analysis lab received the device for evaluation. On 27-feb-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed a nodule that is likely a cyst or small lymph node. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance manufacturer¿s reference number: (B)(4).